Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "textured implants, and will be moving forward with explant due to the recall" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Cont. Patient weight-158.20 lbs. Device evaluation: analysis of the returned device identified: opening on anterior and white calcification. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.